Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A getinge field service engineer (fse) evaluated the unit. The (fse) replaced (0160-00-0127) top display lcd in the monitor assembly. All display tests passed in the service mode. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had damaged top display lcd. There was no patient involvement reported.